Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the power cables was not confirmed. Multiple requests for additional information were made to determine if pictures of the reported damage on the controller power cables could be provided and if the heartmate 3 system controller was exchanged and would be returned for evaluation; however, no response was received. The submitted controller event log file contained approximately 12 hours of data ((B)(6) 2022 at 21:51:34 to (B)(6) 2022 at 8:35:06 per the timestamp). The log file data did not indicate any issues with the system controller. There were no notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (doc #100169835, rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that some degradation along the black and white power leads was observed. No alarms associated with the damage were noted.

Manufacturer narrative:
Patient weight has been requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.